Event description:
It was reported that the patient with this implantable lead exhibited infection. Additionally, the physician felt that there is a lot of dislodgement when implanting ingevity+ leads in lbbas with sspc and this is not an inquiry about a specific patient or serial number. As of this time, the device with the implantable lead remains in service. No additional adverse patient effects were reported.